Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the in situ measurements show an increasing number of electrode channels getting in status hi and 2 channels involved in a short circuit. Currently there are 6 viable electrode channels. Re-implantation is discussed.